Manufacturer narrative:
Per the clinic, the patient experienced an implant migration, resulting in discontinuation of use, with no benefit achieved because the external sound processor could not be used as it would not remain securely in place and fell off the head. Device analysis report attached.

Event description:
Per the clinic, the patient experienced anterior migration of the implant body, which resulted in pain. Subsequently, the device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.